Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Boston scientific technical services (ts) was contacted to review the data. A ts consultant discussed that the episode with the shock was not uploaded for review; however, there were two untreated episodes recorded on the same day exhibiting oversensing due to noise. A review of all the captured electrograms in the device memory show appropriate sensing without any noise or shift in the baseline. No adverse patient effects were reported. The patient will continue to be monitored during normal follow-ups.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this s-ICD delivered two inappropriate shocks in two episodes due to changes in morphology related to the patient's increased potassium levels. This patient is in the intensive care unit (ICU) and is currently awaiting a heart transplant. The s-ICD remains on at this time and the hospital was able to get the patient's potassium levels under control. Another electrogram was performed and showed that the morphology had again improved. No adverse patient effects were reported. No further actions were taken with the s-ICD.